Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. After the part was replaced on the device, the device was found functional and cleaned.